Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer experienced diabetic ketoacidosis; however, blood glucose value was not provided. The customer declined to provide additional information regarding the issue.